Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced infusion set tape not sticking event on 01-mar-2026. The blood glucose was high and treated with correction injection via multiple daily injection (mdi). No further information available.